Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, which pointed to a late removal of the sensor by the user. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor removal. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone (unspecified model) with ios version 17.3.1. The customer received a "sensor error" message and was unable to obtain readings. As a result, the customer experienced sweating, dizziness, and weakness. The customer was provided glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor data was reviewed and no other abnormalities were observed with the sensors data. Sensor state 7 with event code 11,224,227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone (unspecified model) with ios version 17.3.1. The customer received a "sensor error" message and was unable to obtain readings. As a result, the customer experienced sweating, dizziness, and weakness. The customer was provided glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported replace sensor error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an with iphone, operating system 17.3.1 and app version 3.5.0.8863. The customer received a "sensor error" message and was unable to obtain readings. As a result, the customer experienced sweating, dizziness, and weakness. The customer was provided glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.